Manufacturer narrative:
(B)(4): actual sample was returned for evaluation. Visual and functional inspections were performed and the catheter failed the leak test because the balloon was damaged at 0.85" from suture point.

Event description:
It was reported that the patient underwent endometrial ablation on (B)(6) 2015. The catheter was primed and inserted and pressure was maintained and preheating started. During the procedure, the pressure could not be maintained and the procedure was stopped. A hysteroscopy was performed and no perforation was detected. The procedure was restarted and pressure could not be maintained. The balloon was checked and the balloon ruptured while dextrose was inserted during testing. The procedure was stopped. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.